Event description:
Report received from (B)(6) stating that the device dura guard is damaged and neuro-tip is bent/broken. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. Ref: (B)(4).